Event description:
It was reported in an article in the journal "clinical nutrition" titled, "life on the line- incidence and management of central venous catheter complications in intestinal failure", broviac catheters were used for intestinal failure (if) patients requiring absorption of macronutrients and/or water and electrolytes, such that intravenous supplementation. There patients developed blood related infection. Also, catheter recanalization, occlusion and dislocation were noted. The current status of the patient is unknown.

Manufacturer narrative:
H11: jahns f, hausen a, keller p, stolz v, kalff jc, kuetting d, von websky mw. Life on the line - incidence and management of central venous catheter complications in intestinal failure. Clin nutr. 2024 jun;43(6):1627-1634. Doi: 10.1016/j.clnu.2024.05.013. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported infection as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D1, d2, d4(medical device catalog number), e1, g3. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal "clinical nutrition" titled, "life on the line- incidence and management of central venous catheter complications in intestinal failure", broviac catheters were used for intestinal failure (if) patients requiring absorption of macronutrients and/or water and electrolytes, such that intravenous supplementation. There patients developed blood related infection. Also, catheter recanalization, occlusion and dislocation were noted.

Manufacturer narrative:
Jahns f, hausen a, keller p, stolz v, kalff jc, kuetting d, von websky mw. Life on the line - incidence and management of central venous catheter complications in intestinal failure. Clin nutr. 2024 jun;43(6):1627-1634. Doi: 10.1016/j.clnu.2024.05.013. H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device / patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.